Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right side pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual disorder"), alopecia ("thinning of hair") and adnexa uteri pain ("stabbing pain in ovary"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain had not resolved and the menstrual disorder and alopecia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff did not have any problems since removal. Patient had sex 9 days after his bilateral salpingectomy. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, right side pain , alopecia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event ovarian pain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right side pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual disorder") and alopecia ("thinning of hair"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain had not resolved and the menstrual disorder and alopecia outcome was unknown. The reporter considered alopecia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff did not have any problems since removal. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, right side pain , alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event:right side pain were added. Fu4,5 and 6 processed together. On (B)(6) 2020: social media received. Reporter's information added. Event:thinning of hair were added. Fu4,5 and 6 processed together. On (B)(6) 2020: social media received. Reporter's information added. Fu4,5 and 6 processed together. On (B)(6) 2020: social media received: reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right side pain/ pain( chronic soe days, sudden stabbing ones at other times)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual disorder"), alopecia ("thinning of hair/ hair loss"), adnexa uteri pain ("stabbing pain in ovary") and hair colour changes ("gray hair coming in") and was found to have blood iron decreased ("low iron"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, alopecia, hair colour changes and blood iron decreased outcome was unknown. The reporter considered adnexa uteri pain, alopecia, blood iron decreased, hair colour changes, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff did not have any problems since removal. Patient had sex 9 days after his bilateral salpingectomy. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, right side pain , alopecia, hair colour changes, blood iron decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: fu 12 and 13 processed together. Social media received. Reporter's information were added. Events added: gray hair coming in, low iron. On 18-jun-2020: fu 12 and 13 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and menstrual disorder outcome was unknown. The reporter considered medical device removal and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: content from social media received. Event menstrual disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.